Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report the technical support determined the cause is most likely due to the inlet tube being damaged by over pressure. The logs shows that the supply pressure was 10.57 bar. Contacted the customer for updates several times. The device software updated to the latest version. Repair of the machine was done and completed.

Event description:
The customer reported that there is an audible internal leak inside of the bellavista device. At this time, patient involvement is unknown.